Event description:
A surgeon reports that a scratch was noted on the intraocular lens (iol) prior to insertion. After insertion, the lens was viewed through a microscope and a crack was noted on the lens optic. Enlargement of the incision was required to accomodate removal of the lens.